Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the device. Brown particles observed in the device. Wear abrasion observed in the device.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.